Event description:
It was reported that the patient was seen in clinic and had shortness of breath (sob), lethargy, a (B)(6) skin tone and shivering. The patient was admitted to receive blood transfusions on (B)(6) 2021, respectively. An upper endoscopy performed on (B)(6) 2021 was unremarkable, but a colonoscopy performed showed a gastrointestinal (gi) bleed. They were given blood transfusions, argon plasma coagulation (apc) and hemostatic clips. The patient was discharged home on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.